Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery was draining very fast and was hot to touch.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The reported allegation has been reviewed and evaluated. No physical product investigation is required in this case because either the product is not available for return or the reported event does not meet the risk-based criteria requiring physical device inspection. If this is a higher risk event for which we were told the product was unavailable but we later receive the product, an investigation of the returned device will be performed. Additionally, insulet corporation has a defined process for monitoring, identifying, and escalating unfavorable complaint trends. Complaint data is a key performance indicator (kpi) reviewed as a part of, however not limited to, complaint review and management review. The outcome of these reviews may warrant further action, investigation, or escalation as procedurally defined.